Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. As the tech removed the mandrel from the 3.0x12mm liberte' stent, the stent came off the balloon. The procedure was completed with another liberte' stent. As there was no pt involvement, no complications occurred.

Manufacturer narrative:
.